Event description:
The patient reported that their control test performed on (B)(6) 2024 were out of range. Control 1 had a range of 104-156 and control 2 had a range of 279-420. Control 1 had a result of 100 an control 2 had a result of 174. The test were reperformed on (B)(6) 2024. Control 1 had a range of 98-147 and control 2 had a range of 291-437. Control 1 had a result of 123 and control 2 had a result of 336. Since the test failed twice, the device failed to perform as intended.

Manufacturer narrative:
The test strips were not returned, however, if the test strips were returned in the future, a supplemental report will be filed.